Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain: pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding") in a 43-year-old female patient who had essure (ess205) (batch no. 12229360 inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirnmation test". The patient's medical history included caesarean section in 1993, cholecystectomy and multiparous. Concurrent conditions included obesity, dysfunctional uterine bleeding, nabothian cyst, adenomyosis, follicular cyst of ovary, paratubal cyst and uterine fibroid. Concomitant products included oral contraceptive nos since 1998 to (B)(6) 2003 for contraception as well as ibuprofen (midol cramp) from (B)(6) 2003 to (B)(6) 2017, ibuprofen (motrin) from february 2003 to (B)(6) 2017 and naproxen sodium (aleve). On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 13 years 11 months after insertion of essure (ess205). In (B)(6) 2003, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2003, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2003, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced tooth disorder ("dental problems"). In 2017, the patient experienced vision blurred ("start using glasses due to blurry sight"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), alopecia ("alopecia / hair loss"), menstrual disorder ("menstruation issues"), mental disorder ("psychological disorder"), abdominal pain lower ("pain: cramping") and back pain ("pain: low back pain"). The patient was treated with oxycodone and surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingo-oophorectomy.). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine haemorrhage, alopecia, headache, menstrual disorder, weight increased, vaginal haemorrhage, menorrhagia, migraine, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, mental disorder, abdominal pain lower and back pain had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, mental disorder, migraine, nausea, pelvic pain, tooth disorder, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. A wired intrauterine device is identified in the proximal aspect of the right fallopian tube. A wired intrauterine device is identified in the proximal aspect of the left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2003: results: confirmed essure device was successfully occluded; on (B)(6) 2003: results: total bilateral occlusion. Ultrasound scan vagina - in (B)(6) 2003: results: total bilateral occlusion. On (B)(6) 2017, surgical pathology report revealed wired intrauterine device is identified in the proximal aspect of the right fallopian tube. A wired intrauterine device is identified in the proximal aspect of the left fallopian tube. Current weight 158 lbs. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abnormal uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2019: pfs received. Event added: she did not underwent an essure confirmation test. Event severity added for: pain: low back pain. Incident no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain: pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding") in a 43-year-old female patient who had essure (ess205) (batch no. 12229360 inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included caesarean section in 1993, cholecystectomy and multiparous. Concurrent conditions included obesity, dysfunctional uterine bleeding, nabothian cyst, adenomyosis, follicular cyst of ovary, paratubal cyst and uterine fibroid. Concomitant products included oral contraceptive nos from 1998 to 2003 for contraception as well as ibuprofen (midol cramp) since 2003 to (B)(6) 2017, ibuprofen (motrin) since 2003 to (B)(6) 2017 and naproxen sodium (aleve). On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2017, 13 years 11 months after insertion of essure (ess205), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced weight increased ("weight gain"). In (B)(6) 2017, the patient experienced tooth disorder ("dental problems") and vaginal discharge ("vaginal discharge"). In (B)(6) 2017, the patient experienced depression ("depression") and anxiety ("mental anguish"). In 2017, the patient experienced vision blurred ("start using glasses due to blurry sight"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), alopecia ("alopecia / hair loss"), menstrual disorder ("menstruation issues"), mental disorder ("psychological disorder"), abdominal pain lower ("pain: cramping") and back pain ("pain: low back pain"). The patient was treated with oxycodone, surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingo-oophorectomy.) And surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingo-oophorectomy.). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine haemorrhage, alopecia, headache, menstrual disorder, weight increased, vaginal haemorrhage, menorrhagia, migraine, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, mental disorder, abdominal pain lower and back pain had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, mental disorder, migraine, nausea, pelvic pain, tooth disorder, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. A wired intrauterine device is identified in the proximal aspect of the right fallopian tube. A wired intrauterine device is identified in the proximal aspect of the left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2003: confirmed essure device was successfully occluded; on (B)(6) 2003: total bilateral occlusion. Ultrasound scan vagina - in (B)(6) 2003: total bilateral occlusion. On (B)(6) 2017, surgical pathology report revealed wired intrauterine device is identified in the proximal aspect of the right fallopian tube. A wired intrauterine device is identified in the proximal aspect of the left fallopian tube. Current weight 158 lbs. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : abnormal uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2018: plaintiff fact sheet received. Events added: depression and mental anguish. Lab data was added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain: pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (ess205) (batch no. 12229360 inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included caesarean section in 1993, cholecystectomy and multiparous. Concurrent conditions included obesity, dysfunctional uterine bleeding, nabothian cyst, adenomyosis, follicular cyst of ovary, paratubal cyst and uterine fibroid. Concomitant products included oral contraceptive nos from 1998 to 2003 for contraception as well as ibuprofen (midol cramp) since 2003 to (B)(6) 2017, ibuprofen (motrin) since 2003 to (B)(6) 2017 and naproxen sodium (aleve). On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In 2017, the patient experienced vision blurred ("start using glasses due to blurry sight"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), alopecia ("alopecia / hair loss"), menstrual disorder ("menstruation issues"), weight increased ("weight gain"), mental disorder ("psychological disorder"), abdominal pain lower ("pain: cramping") and back pain ("pain: low back pain"). The patient was treated with oxycodone, surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingo-oophorectomy.) And surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingo-oophorectomy.). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine haemorrhage, alopecia, headache, menstrual disorder, weight increased, vaginal haemorrhage, menorrhagia, migraine, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, mental disorder, abdominal pain lower and back pain had resolved. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, mental disorder, migraine, nausea, pelvic pain, tooth disorder, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. A wired intrauterine device is identified in the proximal aspect of the right fallopian tube. A wired intrauterine device is identified in the proximal aspect of the left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2003: confirmed essure device was successfully occluded ultrasound scan vagina - in (B)(6) 2003: total bilateral occlusion on (B)(6) 2017, surgical pathology report revealed wired intrauterine device is identified in the proximal aspect of the right fallopian tube. A wired intrauterine device is identified in the proximal aspect of the left fallopian tube. Current weight 158 lbs. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : abnormal uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2018: no valid lot number. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain: pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (ess205) (batch no. 12229360 x 2) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included caesarean section on (B)(6) 1993, cholecystectomy and multiparous. Concurrent conditions included obesity, dysfunctional uterine bleeding, nabothian cyst, adenomyosis, follicular cyst of ovary, paratubal cyst and uterine fibroid. Concomitant products included oral contraceptive nos from (B)(6) 1998 to (B)(6) 2003 for contraception as well as ibuprofen (midol cramp) from (B)(6) 2003 to (B)(6) 2017, ibuprofen (motrin) from (B)(6) 2003 to (B)(6) 2017 and naproxen sodium (aleve). On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain, uterine haemorrhage (seriousness criteria medically significant and intervention required), alopecia ("alopecia / hair loss"), headache ("headaches"), menstrual disorder ("menstruation issues"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vision blurred ("start using glasses due to blurry sight"), mental disorder ("psychological disorder"), abdominal pain lower ("pain: cramping") and back pain ("pain: low back pain"). The patient was treated with oxycodone, surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingo-oophorectomy.) Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine haemorrhage, alopecia, headache, menstrual disorder, weight increased, vaginal haemorrhage, menorrhagia, migraine, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, mental disorder, abdominal pain lower and back pain had resolved. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, mental disorder, migraine, nausea, pelvic pain, tooth disorder, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. A wired intrauterine device is identified in the proximal aspect of the right fallopian tube. A wired intrauterine device is identified in the proximal aspect of the left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2003: confirmed essure device was successfully occluded. Ultrasound scan vagina - in (B)(6) 2003: total bilateral occlusion . On (B)(6) 2017, surgical pathology report revealed wired intrauterine device is identified in the proximal aspect of the right fallopian tube. A wired intrauterine device is identified in the proximal aspect of the left fallopian tube. Current weight 158 lbs. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : abnormal uterine bleeding most recent follow-up information incorporated above includes: on 27-feb-2018: pfs + mr received - reporter information was updated. This case concerns adult patient. Her demographics were updated. Her historical condition, concurrent condition was added. Lab data was added. Essure indication was amended. Essure lot number was added. Concomitant medications were added. Treatment medications were added. Events: abnormal bleeding (vaginal, menorrhagia), migraines/headaches, nausea, dental problems, dysmenorrhea (cramping), dyspareunia, vaginal discharge, got glasses, blurry vision, psychological. Pain, location: pelvic, cramping and low back pain and abnormal uterine bleeding was added from mr. All complications resolved immediately gone after recovery 8 weeks after surgery. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("alopecia"), headache ("headaches"), menstrual disorder ("menstruation issues") and weight increased ("weight gain"). The patient was treated with surgery (underwent hysterectomy). At the time of the report, the pelvic pain, alopecia, headache, menstrual disorder and weight increased outcome was unknown. The reporter considered alopecia, headache, menstrual disorder, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2003: confirmed essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.